Event description:
The patient called to report that when pressing the up or down button for a bolus, the bolus amount would immediately go up to 16 and patient is unable to go to another screen. The pump seems to be defaulting to 16 units. Patient was afraid that the pump would deliver those 16 units even though patient didn't want them. Patient tried removing the batteries and putting them back in. When patient pushes the down arrow, the pump moves back up to bolus.